Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The download data reported an 0x14 occlusion alarm. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. The device was connected to a master pdm and a 5 unit test bolus was delivered without issue. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 370 mg/dl and 400 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (abdomen); an occlusion alarm reportedly occurred afterward as well. Patient deactivated pod and additional method of treatment was not provided.